Event description:
It was after use the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: the customer stated the are "experiencing issues with results when using tubes." "Erroneous results were not reported, but at least 100 specimens had to be recollected over a period of 2 days until the problem could be identified and the lot number could be isolated and removed from use. The samples were tested within 4 hours and stored at room temp. In the examples we provided ¿ only edta tubes were drawn. Sysmex xe -9100 analyzer was used to test specimen. Calibration was checked by a service engineer immediately before the samples were run on (B)(6) 2020. The delayed results could have impacted patient care. We are not able to obtain a differential on our cbc analyzers and the histograms looked horrible. 100% were affected." Additional info: "once we identified a problematic lot, we tested 16 healthy employees. None of the tubes had a macroscopic clot. We were not able to obtain a differential on our cbc analyzers and the histograms looked horrible. 100% were affected. As of now, we are not having any issues with tubes from the other lot numbers. We are working on pulling the lot out of our system now.

Manufacturer narrative:
H6: investigation summary: bd received 84 samples for investigation. No photos were provided by the customer facility. The investigation for material # 367861, lot 0100274 was conducted under (B)(4) and included return material from the customer. The samples were evaluated visually, with no issues being identified. In addition, customer samples were sent to the chemistry laboratory for titration testing. All tubes met specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Bd was unable to duplicate or confirm the customer¿s indicated failure mode with the customer samples. Blood collection tubes are designed to draw the appropriate volume to ensure a proper blood to additive ratio, not having the correct blood to additive ratio can lead to clotting. Also, in tubes with anticoagulants, inadequate mixing may result in platelet clumping, clotting and/or incorrect test results. It is recommended that an edta tube be inverted 8-10 times immediately after the specimen is collected. Not completing these inversions may result in incomplete mixing of the additive in the blood, leading to platelet clumping, clotting, and incorrect test results. A review of specimen handling parameters should be reviewed for this tube type. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was after use the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: the customer stated the are "experiencing issues with results when using tubes." "Erroneous results were not reported, but at least 100 specimens had to be recollected over a period of 2 days until the problem could be identified and the lot number could be isolated and removed from use. The samples were tested within 4 hours and stored at room temp. In the examples we provided ¿ only edta tubes were drawn. Sysmex xe -9100 analyzer was used to test specimen. Calibration was checked by a service engineer immediately before the samples were run on (B)(6) 2020. The delayed results could have impacted patient care. We are not able to obtain a differential on our cbc analyzers and the histograms looked horrible. 100% were affected." Additional info: "once we identified a problematic lot, we tested 16 healthy employees. None of the tubes had a macroscopic clot. We were not able to obtain a differential on our cbc analyzers and the histograms looked horrible. 100% were affected. As of now, we are not having any issues with tubes from the other lot numbers. We are working on pulling the lot out of our system now.